Manufacturer narrative:
Control lot: 25miu/ml hcg urine control lot: hcg100113-01. 100miu/ml hcg urine control lot: hcg100513-01. 237.6iu/ml hcg urine control lot: hcg100420-01. Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 minutes read time when tested with 25miu/ml hcg urine controls. (N=4). Clearly positive results were observed at 3 minutes read time when tested with 100miu/ml hcg urine controls. (N=4). Clearly positive results were observed at 3 minutes read time when tested with 237.6iu/ml hcg urine controls. (N=4). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Investigation pending on returned product. No corrective action required at this time as not product discrepancy was established.

Event description:
Caller reported, false negative urine hcg results with dipstick test. A (B)(6) old pt obtained two positives with a home pregnancy test. Testing at doctor's office produced negative results. No medication or clinical symptoms. Last menstrual period unk. A blood test gave a beta hcg of >5miu/ml.